Manufacturer narrative:
At the time of the event the bed was almost 10 years old. The last maintenance service was performed internally by the customer on 02 dec 2024, more than a year before the event. The customer reported that the patient is bedbound and weighs 360 kg. He has been in this bed for approximately eight months and never gets up. When he requires the toilet, he rolls over to the same side each time. Taking above into account, the wear due to repeated loading in the same direction and lack of regular maintenance contributed to the failure of the screw securing the hinge. The citadel plus instruction for use (IFU 831.374 rev b) indicates to carry out a full test of all electrical bed positioning functions (backrest, height, tilt, etc.) Weekly. If the malfunction is identified, arjo or qualified service personnel should be contacted. Arjo device failed to meet its performance specification since the screw securing the hinge to the frame had sheared off. This failure resulted in the hinge detaching from the frame, leading to the collapse of the backrest section of the bed. This complaint is deemed reportable due to the backrest hinge detachment during use of the bed with the patient. No injury occurred as an outcome of the claimed malfunction. No UDI information is available; the device was manufactured before UDI implementation.

Event description:
Arjo was informed that the left-hand side of the citadel plus bed frame collapsed while the patient was on the bed. No injuries were reported. An inspection carried out by an arjo representative revealed that the screw securing the hinge to the frame had sheared off. This failure resulted in the hinge detaching from the frame, leading to the collapse of the backrest section of the bed.